Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Device failed seating test due to loose or protruded drive support cap unable to perform occlusion test, excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 595 mg/dl at the time of incident. The current blood glucose level is 184 mg/dl. The customer treated high blood glucose with bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the insulin pump had no delivery alarm in the past. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Customer states drive support cap was sticking out. The insulin pump will be returned for analysis.